Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fibrin clotting was observed. Additionally, retention samples of the incident lot were selected from bd inventory for testing and upon completion, no issues relating to fibrin clotting were observed as all results demonstrated satisfactory performance. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fibrin clotting with the incident lot was observed. Additionally, testing of the retain samples was conducted and fibrin clotting was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that for the bd vacutainer® sst¿ ii advance plus blood collection tubes, customer found some tubes occured fibrin clots both in gel and serum after centrifuged. No report of injury or medical intervention. No report of blood exposure to mucous membrane.